Manufacturer narrative:
(B)(4). Evaluation, results: (unknown cause of balloon leak); patient's condition affected effectiveness of device (anatomy related; severely tortuous vessels); evaluation, conclusion: (unknown cause of balloon leak); device failure/lack of effectiveness related to patient condition (anatomy related; severely tortuous vessels).

Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm. The proximal neck was 26 mm in diameter and 30 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 21 mm in diameter. The right and left external iliac arteries measured 9 mm in diameter. Both sides of vessel from the external iliac artery to the common iliac artery had severe curvature and was difficult to position the endurant bifurcated device. There was no calcification. It was reported that after deployment of the endurant stent grafts a reliant balloon was used. The physician choose a syringe to make sure that over inflation of the balloon would not happen. After air removal was completed, all inflations were done in the patient. The first touch-up had no issue but during the second touch-up, a leak was observed coming from the reliant balloon. The reliant catheter was removed from the patient. The physician inflated the balloon which confirmed the leak came from a small hole which was less than 1 mm in diameter around the center of the balloon. The physician stated that the exact cause of this event cannot be determined, but the patient¿s vessel had severe curvature so there may have been damage during balloon delivery. The physician successfully finished the procedure. No clinical sequelae were reported and the patient is fine.